Event description:
The facility reported a colleague infusion pump with "no ac icon when plugged in." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. The facility did not have information regarding patient involvement or whether there have been any reports of patient injury or medical intervention in association with this event, and this facility was not willing to be contacted for any further information. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The receving date was added incorrect. The device was received by baxter on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "no ac icon when plugged in" was neither confirmed nor reproduced during product evaluation. However, upon review of the event history log, a battery depleted set was found on the reported occurence date. Quality engineering has confirmed the battery depleted set as the determined problem. The root cause was found to be depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.